Event description:
Revision surgery - due to the surgeon performing a wash out and a poly change.

Manufacturer narrative:
The reason for this revision surgery was a wash out and a poly change. The in-vivo length of service for the patient's implant was 1.2 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This surgery has been determined to be non-product related. No reason or root cause was provided confirming the requirement for washout. A washout and implant exchange is a common practice for a patient experiencing infection or inflammation. An infection is not mentioned in the complaint submittal and no information was submitted with the complaint regarding pre-existing conditions that may have contributed to an infection or inhibited the patient's immune system. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.